Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a detached sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation . H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.